Manufacturer narrative:
In the initial report, manufacturer contact address was erroneously reported as 33 technology drive, irvine, ca 92618. The correct address is 31 technology drive, irvine, ca 92618. Therefore, this report has been updated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4). The product was discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a perforation of the atrium occurred which progressed to pericardial effusion. The patient¿s blood pressure dropped, and cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 1800 ml of fluid from the pericardium. The patient was then transferred to the operating room (or) for surgery. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.